Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had an abscess at the device site. The device was removed and replaced. Further info was requested from the healthcare professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was further reported that patient had an ins pocket issue with their first implant; stating that it was higher in their buttock than it should have been so their belt was irritating the implant site and they had an abscess therefore it was removed and replaced. No further complications were reported.